Event description:
Test failed after novasure placed into uterus. Cervix re-grasped to permit vacuum activity of device. Test passed but the device failed after 10 seconds into ablation, stating the device was not properly employed. Second device used and stated vacuum failed. Fluids noted to be glycerine and not saline. Fluids changed to normal saline. Test passed but ablation failed after 10 seconds. Blood noted in filter. Third device used was successful.